Event description:
Customer hospitalized due to high blood glucose. Pump was functionally tested and performed normally. There is a rust on the syringe arms. The customer complained that no insulin was exiting in bolus or basal.